Event description:
During cardiopulmonary bypass, the heart lung console gas flow module was changed by the user, but spontaneously returned to its previous setting. Removal of an anesthetic gas vaporizer connected to the system resolved the matter. There were no adverse consequences to the pt as a result of this event.